Event description:
The customer stated that he tested his blood glucose using his breeze and contour meters. The breeze read 133 mg/dl, while the contour read 358 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the contour system showed it to be operating as designed. No product will be returned for eval.